Event description:
It was reported to boston scientific corp that a one step button initial placement gastrostomy kit was used during a peg (percutaneous endoscopic gastrostomy) procedure performed on (B)(6) 2009. According to the complainant, during the procedure the scalpel did not cut well. The procedure was completed with a different MFR's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch wil be filed. (B)(4).